Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope was not focusing, was confirmed. The following defects were found with the device upon evaluation : - outer tube damaged, distal tip damaged. - illumination fibers broken illumination low. - optical system, distal cover glass/negative damage. The device was diagnosed and repaired using spare parts and was tested and found to be working according to specifications. The damage to the distal tip is most likely due to contact with a cutting instrument during a surgical procedure or user mishandling of the device. The damage to the outer tube and the distal cover glass / negative are most likely a result of user mishandling of the device. Also user error or mishandling would have caused the broken illumination fibers. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during a shoulder arthroscopy the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) was not focusing. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.